Event description:
A file seperated in the canal during a procedure. The pt was referred to a spec. Whi was unable to retrieve the seperated piece. The case has not been completed as of this report; outcome unk.